Event description:
Customer reported dopamine was moved from operating room pump to unit pump. Dopamine was turned off. Nurse noted the pt remained hypertensive and pt's chest was pounding despite having the pump off. When she looked at the drip chamber she noted the dopamine was dripping even though the pump was on standby and the orange indicator light was on. In response, she clamped the roller clamp and the nitroglycerin drip was increased until the pt became stable within a few mins. There was no lasting harm. The pump module, drug and tubing were replaced. When the pump module door was opened to swap channels, charge nurse noticed the silicone segment of the tubing was twisted inside the device. The pump module and tubing were saved. The pc unit was not changed and was left on the pt with the replacement pump module.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval.